Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, and a cause for the reported clip opening while locked could not be determined. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report a clip opening while locked (cowl). It was reported that a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). A clip was placed successfully per the instructions for use. After removal of the gripper lines, the clip opened from 10 degrees to 15-20 degrees, increasing the mr from trace to 1. The clip was still stable on the leaflets. There were no patient consequences and no clinically significant delay. No additional information was provided.